Manufacturer narrative:
The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt100 intraocular lens (iol) rotated 30 degrees. Therefore, the patient had a lens repositioning surgery procedure on (B)(6) 2017. However, the upper haptic was fibrous and there was no success in the repositioning. On (B)(6) 2017 the doctor talked to the patient to correct the refraction residual with glasses and that there could be complication through a new surgery. Reportedly, the lens remains implanted in the patient''s operative eye. No additional information was provided.